Event description:
Patient, with a history of fibromyalgia, presented to the physician with pain at ipg and stimulation lead surgical sites. Physician brought the patient into the or and removed the entire inspire system.